Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead 2012 (B)(6). (B)(4). Lead remains in use.

Event description:
It was reported by remote transmission there was atrial lead undersensing noted. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.